Event description:
The contact for a peritoneal dialysis (pd) pt reported finding a fluid leak following the pt's treatment. When the pt contact opened the cassette door there was fluid leaking inside the cassette door. The pt contact confirmed that she would contact the pt's pd nurse. The sample set has not been retained. During follow up his pd nurse reported that the pt did not have signs of infection. He was not prescribed prophylactic antibiotics. No adverse event related to the leak reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.